Manufacturer narrative:
Additional information received explained that catheter place overnight on the 14th or 15th. Only the drain was changed. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The drain would not drain down to the collection bag. They had to replace the drain. Patient had quite a bit of blood draining. What was the date the incident occurred? (B)(6). When were you first notified of this event? (B)(6). Did this event occur intra-operatively? No. Did this event cause a delay in surgery over 30 minutes? No. Were there any adverse consequences to the patient? No. What actions were taken as a result of this incident? Drain changed. Is the device being returned for evaluation? No. On 12/17/2014, additional information received explained that catheter placed overnight on the (B)(6). Only the drain was changed.

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not available.